Manufacturer narrative:
Product ID 7427, serial# (B)(4), implanted: 2003 (B)(6), explanted: 2008 (B)(6); product type implantable neurostimulator product ID 3986a, lot# lb8445; product type lead product ID 3986a60, lot# n082356; product type lead product ID 3986a60, lot# n082356; product type lead product ID 3986a, lot# lb8445; product type lead product ID 748951, serial# (B)(4); product type extension product ID 748951, serial# (B)(4); product type extension product ID 7435, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3708160, serial# (B)(4); product type extension product ID 3708160, serial# (B)(4); product type extension product ID 37742, serial# (B)(4); product type programmer, patient. (B)(6).

Event description:
The patient¿s device was removed approximately 6 years ago due to infection. Two days later, it was reported that the device was removed several years ago. The patient was doing fine now.